Event description:
I was placing a hemodialysis line in the referenced patient. The right ij was readily visible on ultrasound and was accessed on the first stick. The wire threaded easily. I then dilated per protocol using both dilators. I then placed the catheter over the wire and attempted to remove the wire. I noticed a slight amount of resistance and then the wire began to unravel at the most distal end. I then removed the entire catheter, while still keeping hold of the wire. The distal end of the wire remained intact. This event will be reported to the manufacturer.